Manufacturer narrative:
Ge healthcare investigation determined that the customer did not follow ge healthcare pre-installation requirements related to the ceiling structure. This investigation is closed with correction only, as it is a single event and no ge healthcare product or process root cause has been identified. The ceiling correction was performed by the customer contractor. Following this, the ge healthcare service team deinstalled and reinstalled the rails, including inspecting and approving the ceiling installation completed by the customer contractor. No further actions are planned by ge healthcare. There are no patient identifiers as there was no patient involved.

Event description:
A customer reported that the monitor support rail from the ge healthcare innova igs 530 system had come loose from the ceiling, potentially risking monitor suspension detachment. No part fall occurred, and no patient was involved at the time of the event. The vascular system remained off with restricted access to the examination room pending the ceiling support repair. Ge healthcare investigation is in progress.

Manufacturer narrative:
Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.